Manufacturer narrative:
Submit date: 8/18/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 8/13/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital in 2007, and while hospitalized was administered heparin and began to have symptoms consistent with the hypersensitivity type adverse reactions from contaminated heparin. The patient passed two days later.